Manufacturer narrative:
Pr 760913 follow up emdr for manufacture evaluation. No sample was received from the customer. Consequently, no sample evaluation was performed in regards to the reported failure mode. No issues were identified during manufacture or quality inspection for lot # 0001211724. A probable root cause could not be identified due to a lack of investigation results since the DHR review did not identify any issues and no complaint sample was provided for further evaluation. As the failure mode was unable to be confirmed nor a root cause able to be determined a corrective and/or preventive action could not be identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.

Event description:
The valve on the pleurx catheter was broken and no longer holds the valve cap securely. The catheter will need to be removed and replaced. (B)(6) 2019 customer response: the catheter is still implanted in the patient at the moment. This is an older style before the little reinforced support was put under the locking mechanism on the catheter valve. Other than that the catheter works fine. No issues.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
The valve on the pleurx catheter was broken and no longer holds the valve cap securely. The catheter will need to be removed and replaced. On (B)(6) 2019: customer response: the catheter is still implanted in the patient at the moment. This is an older style before the little reinforced support was put under the locking mechanism on the catheter valve. Other than that the catheter works fine. No issues.